Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18915129/18989367.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator explant procedure wherein all devices were removed. The patient was doing well postoperatively and the explanted devices will not be returned as they were discarded per hospital policy.